Event description:
Spontaneous. (B)(6) hhn, reported pump error for patient's infusion. (B)(6) stated the defective pump the last few infusions due to error message of air in tubing, no matter how many times she primed the pump. She had to infuse via gravity due to that she confirmed that she also gently squeezed the IV bag once tubing was connected to further assist in removing air as recommended from curlin manual. She brought up the issue before and was told that it will be discussed with the pump scheduler but no further update was provided. No missed doses or adverse events reported. Pump available for return. No further information. Reported to (B)(6) by: health professional.